Event description:
The airless rotating adapter split under pressure.

Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Similar devices underwent various testing protocols to determine root cause(s). The rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed. Complaint database was reviewed.